Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient missed a refill last week and did not have another refill set up. Their pump started to alarm about 24 hours ago. The alarm was a single beep that the patient could hardly hear. The patient did not think they were having withdrawal symptoms, but did start to have headaches yesterday afternoon. It was later reported the patient received assistance from their healthcare professional (hcp) or a manufacturer representative and their concerns were resolved. The pump was used to deliver baclofen.